Event description:
The customer obtained lower than expected results on a single level of quality control using vitros immunodiagnostic products tropi es reagent on a vitros 5600 system. Values of 0.012 and 0.028 ng/ml were obtained versus the expected value of 0.34 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action if patient samples were affected. Patient samples were not processed as the tropi es quality control result was outside of the established range, and there was no reported allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros tropi es results were obtained on a single level of a tropi es quality control, processed on a vitros 5600 integrated system. The root cause of the imprecise tropi es results is user error, as the customer cleaned the microwell incubator with 70 % isopropyl alcohol that had been contaminated with bleach. Per vdocs (on-board user documentation), in the section "how to clean the system" states: cleaning solutions: warning: sodium hypochlorite solution, bleach, ammonia, any ammonia-containing compound, and any other oxidizing agents will corrode unprotected metal parts and may cause erroneous results. Per vdocs (on-board user documentation), in the section "weekly maintenance, cleaning the microwell incubator" states the incubator should be cleaned using de-ionized water, followed by fresh 70% isopropyl alcohol. After cleaning the microwell incubator using de-ionized water and fresh 70% isopropyl alcohol as instructed in the vitros 5600 system user guides, acceptable vitros tropi results were predicted from the quality control fluid indicating the issue had been mitigated.